Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the belt was unable to communicate with a monitor.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with monitor) has been confirmed. As received, the belt was unable to communicate with a monitor. Upon evaluation, there was an open yellow (pgnd) and black (main batt) wire in the trunk cable. The cause of the failure was the open wires. The root cause of the open wires was excessive force. No adverse event resulted from the damaged cable.